Manufacturer narrative:
Based on the available information, the company does not have enough details to investigate. The complainant received an answer that he should contact the treating physician or submit a report to insightec's website. No further information was received regarding this case so far.

Event description:
This complaint was received via the company (B)(6) page. In the post the patient mentioned that after treatment the tremor was cured but he "can't walk and have fallen down several times" (gait disturbances).